Manufacturer narrative:
Device evaluation: a vyaire field service representative(fsr) evaluated the device onsite and was unable to duplicate the reported problem using the circuit that the customer had installed. The unit was ran at different flow rates and pressures and all the transducers were calibrated with little adjustments for zero and gain. Exhalation valve calibration,uvt (user verification tests)/ est (extended systems test) were performed as well. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the vela ventilator was presenting circuit occlusion. At this time, there is no information regarding patient involvement associated with the reported event.